Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. A service quote has been sent to the customer and is pending approval. The root cause is not confirmed at this time. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. A service quote has been sent to the customer and is pending approval. The root cause is not confirmed at this time. If additional information becomes available, a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated by a remote field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. Therefore, the trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced address the issue. In addition, the technician performed a complete pvt as per the mfg's specifications. The device passed all tests. The system meets the specification for the performed service and is returned to use. Box h coding was updated.